Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: did clip tear vessel?yes. Did jaws of device tear vessel?no. Was there bleeding noted when vessel tore? Yes. If so, please quantify amount of bleeding? Surgeon tied a ligature around vessel to stop bleeding. Small branch so not too extreme but enough for him to want this investigated further. How was patient treated (any blood products given).no. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during an unknown procedure, surgeon tried ligating small vessel in the groin area, applier "jerked/skipped" then applied clip. The levers/handle of the applier is not smooth when closing. It causes this jerking/skipping motion. The vessel tore. Surgeon clamped vessel and applied clip with same device. Case completed with another device of the same product code. There were no patient consequences reported. The device was discarded.